Event description:
Info received indicates when the manual lever is used to place the bed into trendelenburg, nothing happens.

Manufacturer narrative:
The tech isolated the issue to a stuck valve seat on the trend valve. He replaced the trend valve to repair the bed.